Manufacturer narrative:
Product event summary: at analysis it was noted that errors in the update history were found, that it had wrong printer settings, the power bay assembly was cracked and the spacer and the hinge cover plate were broken. It was additionally noted that the screen showed no deviations but would be replaced as a preventive action. The touch screen assembly, hinge plate cover, label, spacer and power bay assembly were replaced, the touch screen was calibrated, new software was installed and the device was cleaned. It then passed its electrical safety test as well as all final functional and systems tests.

Event description:
It was reported that during a surgical implant procedure the programmer exhibited an issue with its printer and its screen. It was further reported through follow-up that after the programmer was turned on a regular basis, rows begin to appear that do not allow the display of the image and make it impossible to proceed. The programmer was changed out and the procedure was able to be completed without delay. The programmer has not been returned for service. No patient complications have been reported as a result of this event. It was further reported that the product had been returned to service.